Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the shock impedance had gradually risen, and lead calcification was suspected. Boston scientific technical services (ts) provided troubleshooting options. The physician will continue to monitor the patient and the system. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhbited high out-of-range (oor) shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. It was noticed that the shock impedance had gradually risen, and lead calcification was suspected. Technical services (ts) provided troubleshooting options. The physician decided to continue monitoring the patient. This ICD remained in service and no adverse patient effects were reported. Reportedly, new allegations for high shock impedances oor were received, ts recommended once again troubleshooting options and performed a commanded shock to evaluate the lead's therapy performance. The sales representative indicated that the physician decided against doing a commanded shock or replacing the rv lead. His reasoning was the patient's age and fragility. Eventually, this ICD was replaced due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.